Event description:
Info received indicates a pt was dissatisfied with her perigee graft implanted on (B)(6) 2006. The pt had a mesh extrusion trimmed in the doctors office on (B)(6) 2007. Some time later, an email from the pt was sent to the doctors office stating "the mesh the doctor put in me has been hell on earth." The pt did not provide details as to the exact nature of her dissatisfaction. The pt requested that she not be contacted further. No further info is available.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.